Event description:
It was reported that the customer had issues during priming. It was stated that all the insulin exited and the motor did not slow down as well the numbers did not ramp up. The customer changed several reservoirs, but the anomaly persisted. It was also mentioned that the device alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had a cracked case at the display window, scratched screen, broken reservoir tube lip, and missing end cap sticker.